Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed. Date of event is unknown.

Event description:
As reported, the thermogard console (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(6) ) was evaluated at the customer site. The customer reported complaint of the thermogard console displaying a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review but was not confirmed during the functional testing. The investigation determined that the root cause of the intermittent tcmid:05 error message was the defective lm34 temperature sensor, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. The thermogard console passed the initial functional testing without any fault or error. Thermogard console's event log data were reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date, thus confirming the reported complaint. Also, the event log showed the presence of the tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages, unrelated to the reported complaint. The root cause of all the intermittent tcmid error messages (tcmid:05, tcmid:06, tcmid:08) was the defective lm34 temperature sensor. The defective lm34 temperature sensor was replaced to remedy the faults. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(6).